Event description:
The patient was on the CT table, and the exam was about to begin when the scanner suddenly began making a loud noise. Shortly after, internal components erupted from the top of the gantry. The gantry covering became damaged and partially detached. A significant amount of oil began leaking from the top of the machine. The scan was immediately stopped and the patient was promptly/safely removed from the table. Manufacturer response for computed tomography (CT) scanner, discovery 750hd 64slice + 9355 14kva (per site reporter). They are completing an investigation and root cause analysis.